Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had to add pressure against the ins site in order to get better coupling that had resulted in bruising in the area. The patient reported that she had difficulty getting full coupling as it took a while and once she had good coupling it would stay as long as she didn¿t move. No further complications were reported.